Manufacturer narrative:
Upon visual inspection, the screw has fractured near the threads. The hex of the device has also been stripped. Visual inspection comparison to the drawing, and the review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Manufacturer narrative:
Unique identifier (UDI) # continuation - (B)(4) - too long to enter into information field.

Event description:
The dentist reported this abutment screw fractured.